Event description:
It was reported that the user¿s libre 3 plus sensor would not pair with the ilet after the sensor was started on an abbott receiver, resulting in a sensor pairing failed alert and a high glucose alert; the user was educated to use only the ilet app for pairing and scanning and to enter fingerstick glucose values while awaiting replacement sensors. Symptoms included hyperglycemia with a reported fingerstick glucose of 192 mg/dl without associated symptoms. Outcomes included user inconvenience and interruption of automated glucose data to the ilet, with continued therapy via manual blood glucose entry. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed sensor pairing to an incompatible secondary device prevented pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the event was due to use error related to pairing the sensor to another device, and device function was consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.